Manufacturer narrative:
(B)(4). Concomitant medical products: m #unknown, unknown cup lot #unknown; item #unknown, unknown liner lot #unknown; item #unknown, unknown stem lot #unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Product location is unknown the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left hip procedure. Subsequently, approximately seventeen (17) years post primary implantation the patient was revised due to pain. No additional information is made available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Implant date 2002. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.